Manufacturer narrative:
(B)(4). The device is not available. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) regarding low drain volume alarm that displayed on the homechoice machine during initial drain. The home patient (hp) reported the patient line did not have a continuous flow of solution. The technical service representative (tsr) asked hp if there was air in patient line and hp reported yes. The tsr had hp close transfer set and end therapy. The tsr advised hp would need to start over with new supplies. The hp had not checked the patient line for air prior to connecting. The tsr advised hp when she starts over with new supplies to check patient line prior to connecting. Product surveillance followed up with the nurse who reported the home patient was doing fine and there was no adverse effect. There was no patient injury or medical intervention indicated at the time of the reported incident.